Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively equipment failure while in use, the load misfired twice while in patient. No patient harm.